Event description:
It was reported that the pump's alarm sound was not annunciating. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. While troubleshooting with tandem technical support it was discovered that the speaker was annunciating; however, it was not as loud as it should be based on the settings. Ultimately, the customer reverted to an alternate method of insulin therapy.